Manufacturer narrative:
After reviewing the production and inspection records of the affected product, no relevant non-conformity issues were found regarding the dimensions and appearance. It is found that the patient has experienced hyperextension that exceeds the design limits of knee joint range of motion; a bmi of 36 which may also generate extra moments on the implant in a hyperextended state. These factors may lead to the stress fracture of the adaptor.

Event description:
A patient underwent tka surgery on (B)(6) 2024. The patient began experiencing noise during knee movement after surgery; a revision surgery was performed on (B)(6) 2024. The hinge constructure failure of implants was observed.